Event description:
During st-elevation myocardial infarction, patient was brought to cath lab, medical doctor accessed left groin, upon gaining access and putting in the 4f stiffen micro-introducer the sheath became dislodged into the patient's body. With assistance from vascular surgeon, the dislodged sheath was retrieved with snare.